Event description:
It is reported that the device was implanted in 2008 and revised six months later due to when the patient got out of bed, her knee gave out causing her to fall. When the knee was opened, the insert was in place but, post was posterior to tibia and somehow came loose.

Manufacturer narrative:
Evaluation summary: no product and x-rays were returned for evaluation. Upon revision surgery of the knee, it was found that the post was posterior to tibia and came loose. Also, it is reported that the 20mm thick articular surface was exchanged with a 26mm articular surface. Based on the provided information of a thicker articular surface being implanted during the revision surgery, it is likely that the knee was loose and unstable initially and caused the problem. Method/results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.